Manufacturer narrative:
No conclusion can be made. Based on the information provided, no conclusion can be made as to the degree to which the mesh implants may have caused or contributed to the alleged patient infections. Infection is a known inherent risk of surgery, regarding infection the warning section of the instructions-for-use states, ¿ ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ a lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. This file represents the ventralex mesh (device #3), additional emdrs were submitted to represent the ventrio mesh (device #1) and the xenmatrix graft (device #2). Remains implanted.

Event description:
It was alleged that on (B)(6) 2012 the patient underwent a hernia repair procedure and was implanted with a bard/davol ventrio mesh (device #1) and a bard/davol xenmatrix graft (device #2). It is alleged that on (B)(6) 2012, the patient underwent hernia repair surgery and was implanted with a bard/davol ventralex mesh (device #3). The contact claims that the patient underwent multiple procedures, "to clean out the mesh because it kept getting infected and put new ones in," and that she was hospitalized 3 times over the course of 3 years due to the infections.